Manufacturer narrative:
H.6. Investigation: due to no photo or sample being received, the customer's complaint of leakage could not be verified. A device history record review for model 2420-0500, lot number 20063009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, the root cause remains unknown. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20063009 regarding item #2420-0500.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063009. It was reported that the primary tubing was leaking around the filter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0500 , batch no: 20063009. It was reported that the primary tubing was leaking around the filter.